Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock while sleeping. Testing of the system was unable to reproduce any noise and x-rays taken did not show any system abnormalities or under-insertion of the electrode. Sense b node noise was suspected to be a potential cause. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the nature of incident field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the nature of incident field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock while sleeping. Testing of the system was unable to reproduce any noise and x-rays taken did not show any system abnormalities or under-insertion of the electrode. Sense b node noise was suspected to be a potential cause. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.